Event description:
The catheter balloon ruptured and the tip of the catheter tore off the catheter body and stayed inside the vessel. The vessel was reported to have spots of plaque. The spiral tip was retreived sucessfully after vessel was dilated and opened. No permanent patient injury report.